Event description:
Additional information was received that the pacemaker and rv lead exhibited oversensing that led to pacing inhibition that resulted in greater than two seconds of asystole.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited an unknown duration of pacing inhibition. An invasive procedure was performed. The lead was surgically abandoned and replaced and the device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.